Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead was found dislodged, and confirmed by a chest x-ray. The patient underwent surgical intervention to remove the lead. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory the dislodgment allegation was not confirmed, lab observations & field report are insufficient to verify dislodgement. The surgery and additional intervention allegations were not confirmed as no product performance issues or deformities were detected during analysis.

Event description:
It was reported that this right atrial (ra) lead was found dislodged, and confirmed by a chest x-ray. The patient underwent surgical intervention to remove the lead. A new lead was implanted. No additional adverse patient effects were reported.